Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain (described by the patient as shocking and burning sensation) at the ipg site since 2018 (B)(6). Follow-up indicates surgery may be pending to address the issue.

Manufacturer narrative:
Hospital policy prohibits the release of patient weight.

Event description:
Additional information was received that surgical intervention took place during which ipg was explanted and replaced. Post-operatively, issue has resolved.